Event description:
It was reported that near eri, frequent vt, vf and prolonged charge time was observed. The device was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description : the field report extended charge time was verified in the lab. The device was tested on the bench and in the ate system, no anomaly was detected. An increase in the charge time was expected as the battery near eri, so the charge time was considered normal.